Event description:
Cybersecurity vulnerability found by connectwise software used in viewray mridian a3i software version 3.0.x overview the providence cybersecurity vulnerability management team has determined the critical risk vulnerabilities on connectwise screenconnect. The first flaw involves a new check revealing that the authentication process was vulnerable via all access paths, including the setup wizard, allowing unauthorized creation of new administrator accounts in screenconnect. The second flaw, a path traversal bug, enabled access or modification of files outside restricted directories. An advisory was released by connectwise screenconnect. Associated cves: cve-2024-1708 cve-2024-1709 affected versions/assets: all the assets which are having screenconnect versions 23.9.7 and prior. Can rapid7 detect this vulnerability? Yes. What you need to do: users are recommended to upgrade to latest version of screenconnect 23.9.8.